Event description:
It was reported that the patient was climbing out of a tree when the patient was shocked by the defibrillator and knocked to the ground. Noise is noted upon pocket manipulation and was present on electrograms. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.